Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a system failure: firmware mismatch. There was no patient involvement.

Manufacturer narrative:
D9: product received date 02-jan-2025. H6: one device was returned for repair with complaint that device had a system failure: firmware mismatch. No previous repairs were noted in the last 12 months. Review of the event log found a firmware mismatch. Visual/functional testing was performed. Firmware mismatch complaint was confirmed through on-board testing. Issues were found with software communication between boards. The pump was reset and software v1.6.5 reinstalled, recalibrated. The device passed all performance verification tests post repair.